Event description:
In 1999, revision arthroplasty was performed on left knee. Cancellous bone was used for filling up a bony defect in the proximal tibial. Post-op partial weight bearing < 25k for 6 weeks. Six months late, x-ray revealed the tibial tray had broken. Tibial tray was removed in 20 months later.